Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly. Also, moisture damage was found on motor assembly. Analysis was unable to verify for weak battery alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid and received a weak battery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother changed the battery and now the insulin pump has a constant tone and has a blank screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.